Event description:
It was reported that pump malfunction occurred when pump screen went dark and would not turn on, with caller stating pump felt hot and no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Customer was not willing to attempt further troubleshooting, planned to use multiple daily injections as backup insulin therapy, and was within pump warranty, so technical support arranged shipment of replacement pump with updated software, confirmed shipping details, instructed customer to return problematic pump within 10 days, and advised customer to program pump settings and connect continuous glucose monitor on replacement pump.